Event description:
Material no.: 320883. Batch no.: 8261658. It was reported by the consumer that during use of the bd pen ndl 32g 4mm she experiences pain, bruising and bleeding during injection. Additionally, it was reported that the flow will stop before full dose has been administered. The following information was provided by the initial reporter: consumer reported: brusing and bleeding during injection she's experiencing pain when taking injection she is not getting full 50 units of medication because the flow will stop before she's done. Treats bruising by applying cream to the affected area has not seen a doctor for bruising, but if she does, she will call back if she has anything to report. Stated, she uses a napkin to wipe blood off site and bruising is normally gone within 24 hours stated, the nano needles are too small so she wants to use a longer pen needle

Manufacturer narrative:
H.6. Investigation summary: customer returned three (3) 32g x 4mm bd pen needles from lot 8261658. Consumer reported: bruising, bleeding, pain, and having to use a second pen needle because insulin flow stopped before she completed dispensing medication. All three returned samples were examined, and it was observed that two were returned after use, and one was returned sealed (unused). The two used samples exhibited bent patient end (pe) cannulas; however, no evidence of manufacturing defects were observed on these samples. Also, despite having bent pe cannulas, both used samples were able to be tested for flow using a test pen injector, and both samples were able to expel properly. The one sealed (unused) sample was also tested for flow, and was able to expel properly. This sample was tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample 1 good/good 0.0092 good as no manufacturing defects were observed on any of the three samples, the probable cause of the bent pe cannulas on the used samples is user error when handling the pen needles. See attached photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent pe cannula). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog). The possible root cause for the issue (bent pe cannula) is: user error. No evidence of manufacturing related issues was observed on the returned samples. Root cause cannot be determined at this time as the issue (clog) is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 320883, batch no.: 8261658. It was reported by the consumer that during use of the bd pen ndl 32g 4mm she experiences pain, bruising and bleeding during injection. Additionally, it was reported that the flow will stop before full dose has been administered. The following information was provided by the initial reporter: consumer reported: bruising and bleeding during injection she's experiencing pain when taking injection she is not getting full 50 units of medication because the flow will stop before she's done. Treats bruising by applying cream to the affected area has not seen a doctor for bruising, but if she does, she will call back if she has anything to report. Stated, she uses a napkin to wipe blood off site and bruising is normally gone within 24 hours. Stated, the nano needles are too small so she wants to use a longer pen needle